Event description:
It was reported that a filter failure to recapture occurred. During a transcatheter aortic valve replacement (tavr) procedure a sentinel cerebral protection (cps) was used. At the conclusion of the procedure, the proximal filter of the sentinel cps was unable to be recaptured. Several attempts were made to recapture the proximal filter and were unsuccessful. The sentinel cps was removed from the patient with the proximal filter in an open position. It was suspected the handle of the sentinel cps was not fully pushed together during attempts to retract the proximal filter. No patient complications were reported.